Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in yellow bio-hazard bag. Upon return, the device was in four separate sections. The total length of the first section was approximately 1.6cm and included the iabc distal tip and the central lumen. The total length of the second section was approximately 2.1cm and included the central lumen. The total length of the third section included a portion of the iabc bladder; blood was noted inside the bladder membrane. The total length of the fourth section was approximately 76.5cm and included the iabc bifurcate and part of the central/outer lumen. The teflon sheath was noted on the returned iabc; the sheath was noted buckled. The sheath extrusion was noted torn near the sheath hub. Blood was noted in the sidearm. The one-way valve was tethered and connected to the short driveline tubing. Liquid blood was noted in the short driveline tubing. Bends to the iabc central lumen were noted at approximately 31cm, 36.5cm, 43cm, 48cm, 53cm, 74cm and 75.5cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The customer photos and video were reviewed. The photos show blood in the iabc bladder membrane, which is consistent with the reported complaint. The photo shows an iabp display screen with a drain failure alarm. The video shows blood in the driveline tubing, which is consistent with the reported complaint. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood was found in the airway tube" is confirmed based on the visual inspection. Upon return, various damages were noted to the iabc central lumen and bladder membrane. The device was returned cut in multiple areas and in four separate sections. Due to the re-turned state of the device, it could not be confidently determined what initially caused the complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in the helium pathway. The root cause of the complaint is undetermined. This will be monitored for any developing trends.

Event description:
It was reported "patient post-pci with iabp adjuvant. The machine alarmed: drainage failure. Blood was found in the airway tube, and when the catheter was withdrawn, the head end of the catheter could not be removed. The doctor cut the vessel, removed the balloon, and replaced the artificial vessel. The patient was stabilized."

Event description:
It was reported "patient post-pci with iabp adjuvant. The machine alarmed: drainage failure. Blood was found in the airway tube, and when the catheter was withdrawn, the head end of the catheter could not be removed. The doctor cut the vessel, removed the balloon, and replaced the artificial vessel. The patient was stabilized."

Manufacturer narrative:
(B)(4)